Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage testing was performed, and the test failed due to no voltage. A review of the share logs was performed and pairing failure was not found within the investigation window. The complaint was not confirmed. However, a reportable finding of a failed transmitter was observed for the alleged device. The root cause could not be determined. No injury or medical intervention was reported.